Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue was due to transducer tubing being loose. After tightening the tubing, the issue was resolved. The fsr performed the operational verification procedure and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device is auto-cycling. The customer reported there is no patient involvement associated with the event.